Manufacturer narrative:
The account has requested a hillrom technician to evaluate and repair the bed. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary a search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating the head section self ran up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician evaluated the bed and found no malfunction. The account had placed the patient pendant under the mattress causing the buttons to be pressed. They did not properly store the patient pendant on the patient pendant holder. Per the centrella user manual: warning¿instruct the patient to store the patient pendant in a patient pendant holder when not in use; otherwise patient injury could occur.

Event description:
Hillrom received a report from the account stating the head section self ran up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).